Event description:
It was reported that the pulse generator exhibited backup vvi operation after suspected electrocautery interaction. The patient had undergone shoulder surgery. After firmware download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.